Event description:
It was reported that a malfunction occurred on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer, using a pump that was still under warranty, experienced this issue multiple times and was advised by technical support to put the pump into storage mode before returning it. They were sent a replacement pump with updated software, while they continued using the current pump and maintained an alternative insulin therapy. Technical support provided detailed instructions for returning the malfunctioning pump.